Event description:
It was reported the patient no longer had stimulation which had started about 5 years ago. A search of the device manufacturer's system was unable to find information regarding the patient and patient devices. A replacement transmitter was sent to the patient, as it was suspected the patient may have a compu stim system. Communication with the system was unsuccessful using the transmitter. Follow up identified the patient was to decide whether she wanted to undergo surgical intervention to receive a new scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.